Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve did not change when using the adjusting tools. The surgeon had another one on hand to use for the surgery.